Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered an infection. The pacemaker and lead were both explanted. The pocket was left open and packed it with antibiotic gauze. The patient had a good underlying rhythm so no new device was implanted. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2019-10998.